Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a cassette leaked during the cataract procedure. The product was replaced and the procedure was completed. There was no patient harm. Additional information was provided, there was no harm to the operating room (or) staff.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria the returned sample was visually inspected and no obvious defects were found. No occlusion was observed in the manifolds. A calibrated console representing the current software version was used to test the sample. The sample was tested with the lab stock manifolds. The sample could prime and tune with the ultrasonic hand piece successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from the bss (balanced salt solution) bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).